Manufacturer narrative:
The investigation has been completed. The root cause of the high purge pressure issue was not determined since the product was not returned and insufficient clinical information was provided. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. On day two of the support, purge flow rate was decreased. The purge flow rate suddenly dropped to less than two milliliters per hour and kinks, etc. Were checked but nothing was found. The concentration could not be lowered due to 5 percent glucose. Increasing the amount of heparin alone was attempted but there was no change. The problem was temporarily resolved by replacing the purge housing but the purge flow rate appeared to be decreasing repeatedly. The pump remained on for support despite the flow.